Event description:
The pt was implanted with a left ventricular assist device (lvad). The perfusionist reported that the pt had a stroke unexpectedly. Support was withdrawn and the pt expired. The hosp is uncertain if the device could have contributed to the pt's stroke.

Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.